Manufacturer narrative:
No product has been returned for investigation as it was left in situ. No allegation of product malfunction has been reported nor were radiographs or images provided to confirm the reported event. Patients bone quality is unknown. A vertebral fracture may be the result of implant selection, implant placement or poor bone quality. Even though root cause cannot be confirmed based on the information provided patient related issues may be related to the alleged event. No further investigation can be completed at this time. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include:bending, fracture or loosening of implant component, loss of fixation nonunion or delayed union, fracture of the vertebra." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant." Contraindications: "contraindications include, but are not limited to: patients with inadequate bone stock or quality." Left in situ.

Event description:
On (B)(6) 2019, a patient underwent vertebral replacement at l2 using x-core and posterior spinal fusion at l1-l3 using reline. As per reporter, a fracture at l1 level was identified three weeks post operatively. On (B)(6) 2019 a revision procedure was performed, and the fixation was extended to t11-l4.